Manufacturer narrative:
The previous medwatch report was submitted by william cook (B)(4) under manufacturer report reference# 3002808486-2020-00008. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Reporter occupation: non-healthcare professional. (B)(4). Investigation: the following allegations have been investigated: vena cava perforation, body ache. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported body ache is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to prior pulmonary embolism. Patient is alleging vena cava perforation. The patient further alleged "constant body ache and body is always hurting". On (B)(6) 2019, per a report from computed tomography (CT); ¿findings: patient has an ivc filter. The apex of the filter is at the level of the left renal vein entrance. The filter is oriented parallel to the ivc. Inferior struts perforates through the ivc wall. There is contact and possibly perforation into the posterior wall of the 2/3 portion of the duodenum. This involves 1 strut.¿